Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an obstetrical surgery, the needle broke and was difficult to retrieve. Intervention reported beyond 30 minutes. There was no blood loss over 250cc. They retrieved the needle with a new surgical intervention (reopening of the episiotomy) under scope check.